Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The patient claimed that the ins has not worked and the ins stopped working. A physician determined that the ins would not be removed some time ago. The leads or ins moved from the patient's back to the buttock (they were not able verify which component moved). They claimed that the ins stopped working and the lead migrated years ago but they did not have a specific time or date. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.